Event description:
According to the reporter, during a bariatric surgery, while the device was being applied in the stomach, the staple had a poor staple formation. The staples failed to form b shape. They replaced the product to complete the case. No patient injury noted.